Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer¿s blood glucose (bg) level was 505 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.